Manufacturer narrative:
The surgical site area receives a lot of motion thus potentially causing the device to migrate. Ideally, the device is entirely embedded so there is a layer of fascia between it and the wound closure. Options for dehiscence include: 1) lack of securement of device; 2) device was placed in an area that was too superficial; and/or 3) excessive patient movement at the surgical site during healing.

Event description:
Neuroshield was implanted subcutaneously as an on-lay over the tibial nerve during a tarsal tunnel release on 10/oct/2023. The implant was properly hydrated, but not sutured. The doctor reported that it had to be removed in the office as it had started to come out of the incision approximately 3 weeks later. The events described above were reported to a checkpoint representative on 03nov2023.